Manufacturer narrative:
The device was not returned to olympus for evaluation. The endoscope support specialist (ess) scheduled a training (scope reprocessing) in-service with the customer for the staff. The ess covered infection control including information referenced in the user manual and reprocessing manual. The ess returned to the facility the following day and conducted a bedside pre-cleaning in-service with the staff and explained the importance of using the air/water cleaning adapter and why the step should not be skipped. The ess then spoke with the nurse manager and cleaning adapters will be ordered. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing observation at the customer¿s site, it was noted that the evis exera iii gastrointestinal videoscope was being improperly reprocessed. The ess reported that during bedside pre-cleaning scope, the tech was not using the air/water cleaning adapter and instead used the air/water valve and put their finger over the air/water cylinder. There was no associated patient infection reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The foreign matter was not able to be identified. The device was not reprocessed according to the instructions for use. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) precleaning the endoscope and accessories_ flush the air/water channel with water and air. Olympus will continue to monitor field performance for this device.